Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider prescribed changes to pump basal rate and correction factor for continuing low blood glucose (45-50 mg/dl). Customer addressed low blood glucose levels by consuming carbohydrates. Reportedly, setting were adjusted successfully.